Manufacturer narrative:
Concomitant products: bc: 8x20mm sterling, boston scientific; gc: 9fr 25cm optimo, tokai medical. (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), after pre-dilation, the 80 cm. Powerflexpro 10 mm. X 4 cm. Balloon catheter (bc) ruptured at nominal pressure. The product was removed from the patient and a non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right common iliac artery. The lesion was reported to be: a 100% stenosis, moderately calcified, and not tortious. An ipsilateral anterograde approach was made with a non-cordis guiding catheter. Additional information has been requested.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), after pre-dilation, the 80 cm. Powerflex pro 10 mm. X 4 cm. Balloon catheter (bc) ruptured at nominal pressure. The product was removed from the patient and a non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the right common iliac artery. The lesion was reported to be: a 100% stenosis, moderately calcified, and not tortuous. An ipsilateral anterograde approach was made with a non-cordis guiding catheter. Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. A non-cordis known inflation device was used for the procedure and was used subsequently with other devices. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 15724938 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. A non-cordis known inflation device was used for the procedure and was used subsequently with other devices. No additional information is available. Additional information will be submitted within 30 days upon receipt.